Manufacturer narrative:
(B)(4). Batch # :t5c379. The following information was requested, but unavailable: was there any patient consequence or change in the post-operative care of the patient as a result of the event?. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor and the shaft. No functional test was performed due the condition of the device. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastric procedure, when tried to load, sister found closing trigger is hard than usual. Re-evaluated by doc and found closing trigger is hard to close. In fear of complication post-loading our during firing doc didn¿t use. The surgery was delayed by 10-minutes.